Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the customer had high blood glucose level. The customer¿s blood glucose level at the time of incident was over 600 mg/dl. The customer¿s current blood glucose level was 535 mg/dl. The customer had symptoms related to high blood glucose were thirsty, excessive urination and tired. The customer was treated with manual injection for high blood glucose level. The drive support cap was normal. The customer performed hp test and it passed. The insulin pump will not be returned for analysis.